Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and pneumonia on (B)(6) 2020. Customer was in the hospital for 11 days. Blood glucose reading was 500 mg/dl to 600 mg/dl at the time of hospitalization. Customer was unable to complete carelink upload. Customer was using auto mode. Customer also reported that the sensor had calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.